Manufacturer narrative:
This report is submitted on february 7, 2020.

Event description:
Per the surgeon, the device was explanted due to being initially incorrectly placed resulting in poor performance. The patient was reimplanted with a new device during the same surgery.